Event description:
Alcon constellation when moving between fluid and air pressure was lost causing eye to loose pressure. Surgeon manually able to bring to normal pressure. Diagnosis or reason for use: detached retina. (B)(4).